Manufacturer narrative:
03 august 2021, medwatch form received from the FDA. Follow up for patient # 3, a 18 year old male. The pump was switched out of patient care area, maintenance requested. H10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. The user facility submitted medwatch (B)(4) for this event.

Manufacturer narrative:
The device was not received for evaluation. The customer reported that the roller clamp was not completely unclamped. Per the spectrum operator's manuals and spectrum iq operator's manual : "the upstream occlusion detector may not detect partially occluded tubing." However, the specific device was not identified or returned for evaluation and therefore could not be tested for occlusion detection or flow accuracy. A specific device was not identified or returned for evaluation and therefore the sample analysis, event history log review and manufacturing record review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was infusing appropriately but intravenous fluid (ivf) bag was found to have no volume change over four hours, (dose, programmed amount and delivery rate unknown). The pump never alarmed, peripheral intravenous line (piv) functioned appropriately, total volume infused on pump was calculated based on expected infusion rate but did not match on what was out of the bag and what was hanging. The event occurred during patient infusion at the pediatric intensive care unit (picu) and the device was swapped. Per results of the customer clinical engineering (ce) interrogation, "note as deviation in rl-clamping of top roller clamp (not completely unclamped". There was no known patient injury or medical intervention associated with this event. No additional information is available.